Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -3.5/+6.0/118 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The surgeon reports refractive surprise. Reportedly, the lens remains implanted and no surgical intervention will be performed as "patient is happy." The cause of the event is reported as unknown.